Manufacturer narrative:
For this product, the serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. A review of the associated service record (sr) was performed. The company representative found the associated system to meet alcon specifications per service test procedure (stp). With no additional, related information provided, the customer reported events were not able to be confirmed. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. The root cause of the reported events could not be determined. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, no vacuum was experienced during phacoemulsification mode. No system message was displayed. There was no harm to the patient.